Event description:
According to the reporter, the instrument would not fire. The device was fired after the surgery by force. The surgery was completed by using a new instrument. The surgery time was extended by 30 minutes. Pt not injured. Sex: unk. Procedure: rectum resection.